Event description:
Extreme burning, eye water. Used hydrogen peroxide contact lens cleaning system, the accurate way. I know this solution burns the eyes, it also says to keep the lens in the solution for at least 6-8 hours prior to using or it can burn. I leave mine in for 2 days or more and it still burns so bad I have to yank the contact out immediately and then deal with red, burning eyes, watering for an hour or two. I followed the instructions. The other aspect I have done is use 80% regular cleaning solution and only 20% of the hydrogen peroxide cleaning solution, so I am getting some benefit of the cleaning solution, without the horrible burning, and after 8-10+ hours soaking in the solution before using and it still burns horribly bad. Perhaps this is just too strong of a product or something, but it seems to require an additional lens rinse with normal saline solution after soaking prior to inserting into your eye.